Event description:
Caller states, the active meter produced a result of lo prior to blood being applied to the test strip. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.